Event description:
The customer, reported that during a gamma3 nail insertion, the nail reportedly got stuck on the introducer. The patient, who reportedly was a cancer patient, had to remain in the operating room for 5 hours whilst waiting for a second kit to be sourced from another hospital. Another nail was then reportedly inserted, adverse consequences were additional anaesthesia and high blood loss. Patient is reportedly in stable condition.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.